Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported on (B)(6) 2016 that the patient had to have the catheter shortened in (B)(6) 2016 and during the procedure they paused the pump. After the procedure the patient had a return of spasticity but after the procedure the spasticity went away. It was indicated that this was a sudden change in therapy/symptoms.